Event description:
It was reported that during a coronary stenting treatment procedure of a 90%, calcified ostial lesion in saphenous vein graft to the rca, removal difficulties were encountered. A 6fr guide was used. The physician was attempting to direct stent and had difficulty crossing the lesion. Resistance was encountered when retracting the stent delivery system into the guide. When the stent delivery device system was removed, it was noted that the stent was mounted on the balloon, but the end of the stent was flared. The lesion was then pre-dilated, but the physician again experienced crossing difficulties with a second express2 stent. The physician maintained wire position, but upon removal of the stent delivery device system, it was noted the stent was not on the balloon. The physician was unable to visualize the stent, but he advanced a snare over the wire into the area of the ostium and was able to snare the stent and retrieve it back into the superficial femoral artery. The physician was not able to retrieve the stent through the sheath. Approximately one hour later, a surgical cutdown was performed under local anethesia to remove the stent. It was reported the patient is doing well following the procedure.